Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced pain that was not addressed by therapy involving an implantable neurostimulator. The patient indicated that a paddle had been installed approximately one month prior to secure lead wires, and since that time, the therapy had not been effective. The patient also reported that both batteries of the device remained at 90% charge after five days, despite the stimulation being active, raising concerns about potential battery or device functionality issues. The patient confirmed attempts to change groups and programs without success. A related issue involving the controller becoming unresponsive was referenced in a separate report. The patient was redirected to their managing healthcare provider for further evaluation and resolution.